Event description:
It was reported the patient's blood glucose level rose above 500 mg/dl while wearing the pod longer than 48 hours. The pod was leaking insulin from the infusion site (leg), when removed the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.